Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had faulty display. Customer blood glucose value was unknown at the time of incidence. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, and self tests. No partial displays or unexpected partial displays were noted. One thing that was noted was that the battery inside was placed the wrong way with the negative terminal facing upwards. This could be a reason why the customer thought the display was faulty.